Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling with recharging. The patient reported that they were unable to maintain recharge coupling bars and unable to effectively charge the ins. The patient reported they have lost stimulation and as a result have had a return of target pain. The reported that they didn¿t sleep the night prior to the report due to the pain. The patient reported that they have repositioned the ins recharger (insr) antenna and changed from using the insr belt to holding the antenna using yoga pants and have also turned the antenna polarity dial. Troubleshooting could not resolve the poor coupling and recharging difficulty. Poor coupling screen was indicated. A replacement adhesive disc and insr antenna replacement. The patient reported that they have received the replacement antenna but not the adhesive discs.